Event description:
It was reported that a patient with a history of muscle dystonia who had undergone deep brain stimulation with the activa rc implantable neurostimulator experienced postoperative discomfort, sudden onset of dizziness, nausea, cramps, seizures, and a lack of symptom improvement after device program control. It was recommended that the patient return to the hospital for follow-up examinations and to communicate with the physician regarding the subsequent condition. It was unknown if their symptoms resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.